Manufacturer narrative:
(B)(4). Batch # n53753. The following information was requested, but unavailable: what grade of hemorrhoids did the patient have? What is the surgeon¿s experience with the device? Where in the green range was the indicator when the safety was released? Where in the green range was the indicator when the device was fired? Was the red safety intentionally released prior to the firing sequence? Was the device attempted to be fired without releasing the safety? Were there any issues noted with staple formation? If yes, please describe the formation. Could you please explain how the patient¿s urinary retention is related to the alleged issue with the device? What is the current patient status? Response received: unfortunately no additional detail has been provided. The analysis results found that the pph03 device arrived with the safety detached / broken. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition there were staples present in the device and the breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what grade of hemorrhoids did the patient have? What is the surgeon¿s experience with the device? Where in the green range was the indicator when the safety was released? Where in the green range was the indicator when the device was fired? Was the red safety intentionally released prior to the firing sequence? Was the device attempted to be fired without releasing the safety? Were there any issues noted with staple formation? If yes, please describe the formation. Could you please explain how the patient¿s urinary retention is related to the alleged issue with the device? What is the current patient status?

Event description:
"It was reported that during a resection of rectal prolapse procedure that while raised the safety red lever broke off into two pieces and detached from the device." The stapler had only cut but not sutured. A manual suture was necessary to complete the procedure. Hospitalization was longer than expected. The surgery trend was made complicated due to urine retention for seventy-two hours. The patient used a urinary catheter for three days.